Event description:
It was reported that the physician noted that the lead impedance jumped to half values. The impedance was constant on both levels (before and after the impedance changed). The function of the device (stimulation and sensing) were normal. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.